Event description:
It was reported that the anesthesia workstation failed the flow transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the device and reproduced the reported failure. According to the information provided by the technician, the issue has been solved by replacing o2 fresh gas module. The replaced o2 fresh gas module has not been returned for investigation. The o2 fresh gas module regulate the oxygen gas flow and a fault in the gas module may lead to inaccurate gas flow regulation. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The root cause to the reported issue has not been determined.